Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to evaluate this unit and was unable to reproduce the reported issue. The stm stated that the system charged the batteries to full capacity. The unit passed all calibration, functional and safety tests performed and was returned to customer and cleared for clinical use.

Event description:
It was reported that prior to use on a patient the cardiosave intra-aortic balloon pump (iabp) batteries would not hold a charge. There was no patient involvement and no adverse event was reported.